Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt did not communicate with the monitor and the trunk cable was severed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the trunk cable open along the yellow (pgnd) wire. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the the patient was receiving a service code 204.